Event description:
It was noted that when the stent was being prepped the physician noticed a leak occuring through a hole due to the hub being broken.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.